Event description:
The peritoneal dialysis (pd) patient contact reported to fresenius customer service that the patient was diagnosed with peritonitis. The cause was unknown, and the patient was taking antibiotics. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been encountering alarms on the liberty select cycler for several nights. The patient was experiencing air detected in cassette and draining slowly alarms which were reported to technical support. The patient and pdrn both did troubleshoot with technical support. The patient was instructed to go to the pd clinic for a manual drain. On (B)(6) 2023 the patient arrived at the clinic. The patient did not express any physical symptoms. Upon draining the pd fluid, the fluid was noted to be cloudy and contained fibrin. The fluid was sent for cultures. The patient was diagnosed with peritonitis and initiated on antibiotic therapy. The patient was administered intraperitoneal (ip) vancomycin 2g every 5 days for 21 days and cefepime 1g daily (duration not provided). The patient reported to the pdrn that on the previous day they experienced diarrhea, but thought it was related to their laxative. The cultures resulted in no growth; however, the white blood cell count was 2,951. The patient did not require hospitalization for the event. The patient continues to complete pd therapy utilizing the same liberty select cycler during recovery. The cause of the peritonitis event is not determined. The patient does not recall any breach in aseptic technique or missing any steps during proper handwashing. No additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. There was no organism growth detected in the pd effluent culture and no cause of the patient¿s peritonitis has been established. Per international society for peritoneal dialysis (ispd) guidelines, for culture-negative cases, peritonitis should be diagnosed based on the presence of cloudy pd effluent and elevated white cell count > 100/ l or > 0.1 × 109/l (after a dwell time of at least 2 h), with > 50% polymorphonuclear leukocytes (pmn). All dialysis treatments include risk of infection due to the decreased immune defenses of the patients and because dialysis techniques increase the potential of microbial contamination. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler can be excluded as the cause of the patient¿s peritonitis event.

Event description:
The peritoneal dialysis (pd) patient contact reported to fresenius customer service that the patient was diagnosed with peritonitis. The cause was unknown, and the patient was taking antibiotics. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been encountering alarms on the liberty select cycler for several nights. The patient was experiencing air detected in cassette and draining slowly alarms which were reported to technical support. The patient and pdrn both did troubleshoot with technical support. The patient was instructed to go to the pd clinic for a manual drain. On 28/jun/2023 the patient arrived at the clinic. The patient did not express any physical symptoms. Upon draining the pd fluid, the fluid was noted to be cloudy and contained fibrin. The fluid was sent for cultures. The patient was diagnosed with peritonitis and initiated on antibiotic therapy. The patient was administered intraperitoneal (ip) vancomycin 2g every 5 days for 21 days and cefepime 1g daily (duration not provided). The patient reported to the pdrn that on the previous day they experienced diarrhea, but thought it was related to their laxative. The cultures resulted in no growth; however, the white blood cell count was 2,951. The patient did not require hospitalization for the event. The patient continues to complete pd therapy utilizing the same liberty select cycler during recovery. The cause of the peritonitis event is not determined. The patient does not recall any breach in aseptic technique or missing any steps during proper handwashing. No additional information has been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The peritoneal dialysis (pd) patient contact reported to fresenius customer service that the patient was diagnosed with peritonitis. The cause was unknown, and the patient was taking antibiotics. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been encountering alarms on the liberty select cycler for several nights. The patient was experiencing air detected in cassette and draining slowly alarms which were reported to technical support. The patient and pdrn both did troubleshoot with technical support. The patient was instructed to go to the pd clinic for a manual drain. On (B)(6) 2023, the patient arrived at the clinic. The patient did not express any physical symptoms. Upon draining the pd fluid, the fluid was noted to be cloudy and contained fibrin. The fluid was sent for cultures. The patient was diagnosed with peritonitis and initiated on antibiotic therapy. The patient was administered intraperitoneal (ip) vancomycin 2g every 5 days for 21 days and cefepime 1g daily (duration not provided). The patient reported to the pdrn that on the previous day they experienced diarrhea, but thought it was related to their laxative. The cultures resulted in no growth; however, the white blood cell count was 2,951. The patient did not require hospitalization for the event. The patient continues to complete pd therapy utilizing the same liberty select cycler during recovery. The cause of the peritonitis event is not determined. The patient does not recall any breach in aseptic technique or missing any steps during proper handwashing. No additional information has been provided.

Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of particulates within the cassette area. Valve actuation and system air leak tests were performed and passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. A mushroom head check was performed and passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. The cycler performed as designed and an associated cause could not be determined.